Event description:
A caller reported difficulty pressing the pump's quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was unplugged and to press the button firmly. The caller noted the pump was in a case, so assistance was provided to remove it. After following instructions, the caller confirmed the button was functioning as intended.